Manufacturer narrative:
Follow-up #2: date of submission 05/30/2017 - correction to the rr alert date: the rr alert date should be (B)(6) 2017 instead of (B)(6) 2017.

Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 05/03/2017 with the following findings: a review of the black box showed multiple loss of prime warnings with low non zero and zero force. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and the loss of prime issue was not duplicated. The force calibration testing passed. The pump was opened to find no defects.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.